Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The device has been returned to the MFR for evaluation. The investigation is currently underway. The sample was discarded by the user facility. The investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter could not be removed from the radiocephalic av fistula treatment site. Reportedly, after one balloon inflation had been completed, the guidewire was removed from the catheter in order to perform an angiography run through the catheter. An attempt was made to infuse contrast, however, was unsuccessful. An attempt was then made to remove the catheter from the pt, however, the catheter had become kinked and the catheter could not be withdrawn. The pt was transferred to another facility, where a physician pulled the pta balloon dilatation catheter and sheath together through the existing access site, completely removing them from the pt. Subsequently, thrombus formed within the av fistula and a dialysis catheter was placed. The pt is reported to be in good condition.